Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during product testing, the distal tip of the recanalization catheter allegedly separated from the catheter after 24 seconds of activation. It was further reported that the proximal guidewire hub allegedly detached. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser catheter was returned for evaluation. Four digital photos were also provided for review. The guidewire hub of the device was noted to be detached from the catheter and not returned for evaluation. The outer catheter and inner guidewire lumen were noted to be separated from the distal tip of the device. Functional testing was not performed due to sample condition. Therefore, the investigation is confirmed for the detachment of the guidewire hub and material separation. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during product testing, the distal tip of the recanalization catheter allegedly separated from the catheter after 24 seconds of activation. It was further reported that the proximal guidewire hub allegedly detached. There was no patient involvement.